Event description:
An olympus representative reported to olympus on behalf of the customer that a balloon fell off from the evis eus ultrasound bronchofibervideoscope inside the patient at the end of a diagnostic endoscopic bronchial ultrasound procedure. The balloon was pulled out with forceps fairly quick. The procedure was not prolonged. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6)- balloon. (B)(6)- evis eus ultrasound bronchofibervideoscope.